Event description:
It was reported that the subject device exhibited instrument compatibility issues when used in infrared mode (ir). The issue was identified at the time of service. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.